Event description:
The customer reported that while the unit was in use on a pt, they were unable to change the pressure scale and the reference line movement was erratic on the display. The pt was switched to another unit and therapy was continued. No pt injury was reported.